Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of 11.0 mmol/l with the onetouch verio meter as compared to a ot verio iq meter's result of 8.0 mmol/l. Both tests were performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Subject products are pending return for investigation.